Event description:
This case was reported by a lawyer, via a tolling agreement, and described the occurrence of neurological injuries in a male pt who received super poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental) at unk dosing. At an unk time after starting super poligrip, the pt experienced neurological injuries due the ingestion of super poligrip. At the time of reporting, the outcome of the event was unk. Medical records received (B)(6) 2010: at a physician's visit on (B)(6) 2010, the pt was noted to have pernicious anemia and neuropathy. He was on monthly b12 injections and had stopped copper supplementation on (B)(6) 2010. He was ambulating with use of a cane. At follow up on (B)(6) 2010, it was noted the pt had diagnoses of pernicious anemia, neuropathy, and copper deficiency. His neuropathy continued at that time. On (B)(6) 2010, zinc level was 0.94 mcg/ml (normal 0.66 to 1.10) and copper was 1.27 mcg/ml (normal 0.75 to 1.45).

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010. Patient was reimplanted with another device during the same surgery. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced discomfort at the implant site, resulting in non-use. It was also reported that the patient hadn't worn the processor since (B) (6) 2009. The patient was directed to her surgeon for consultation. The implanted device remains.

Manufacturer narrative:
(B) (4): implanted device remains.